Event description:
In 2008, the pt reported that he had experienced elevated blood glucose as high as 413 mg/dl since the day before. He stated that due to elevated blood glucose he had been using insulin injections. He stated that the morning of the same day at 9am he passed out after injecting insulin. He did not test his blood glucose when he became conscious. Later in the day between 2-7pm, he passed out again after another injection of insulin. He drank a soda when he became conscious. Two hrs later, his blood glucose was elevated to 413 mg/dl. He believes the low blood glucose is due to injecting too much insulin. He visited his endocrinologist on the same day, and he performed a disconnected bolus of 8 units of insulin. He stated a very small drop of insulin formed at the end of the infusion tubing. He believes the drop of insulin should have been larger. The pt is visually impaired. He stated he does have scar tissue which he tries to avoid but he is unsure if he does. He primes the infusion tubing before use but cannot be sure if all of the air is removed before use. Prod was replaced and requested to be returned for eval.